Manufacturer narrative:
UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
Shunt malfunction possible. Valve replaced discovered prior to surgery, no delay resulted.